Manufacturer narrative:
Event date: (B)(6) 2021. Report date: 10feb2021.

Event description:
The authorized service personnel (asp) reported that the touchscreen is not responding properly and low leak-co2 rebreathing risk. The authorized service personnel (asp) was able to duplicate the reported problem. The customer reported that the unit was not in use on a patient. The issue was discovered during servicing. The authorized service personnel (asp) replaced the touchscreen and the flow sensor to address the reported issue.